Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy, which required hospitalization. The peritonitis was manifested by abdominal pain and increased cytosis of effluent the cause of the peritonitis was the patient did not follow basic hygiene rules. Treatment and outcome were not reported. At the time of this report, the patient was still hospitalized. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.